Manufacturer narrative:
A device history review was conducted for lot number 1264448. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima-ii¿ prn y adapter 22 ga 1 in leakage occurred because the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: when the indwelling needle was injected for the patient, the package of the indwelling needle was opened, and abnormal water leakage was found when the liquid exhaust was connected. The indwelling needle interface was immediately checked and found to be broken, and the indwelling needle was immediately replaced and reported.